Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified first diagonal of the left anterior descending (lad) artery. After non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, a 1.20mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The balloon was then inflated at the proximal lesion; however, the balloon ruptured upon the first inflation at 10 atmospheres. The balloon was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was good.